Event description:
A customer reported that they were unable to apply the adc device and therefore could not use device to obtain readings. The customer experienced a loss of consciousness and was seen by a healthcare professional who diagnosed them with hypoglycemia and received unspecified medication and "emergin." No additional information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.